Event description:
It was reported that a patient implanted with a synergy toric intraocular lens (iol ) was unhappy with their vision. The surgeon said the lens is centered in the bag, but that it is not centered on the patient¿s pupil. He believes this is the source of patient¿s dissatisfaction. Through follow-up, it was learned the patient experienced glare, halos, and headache. Additionally, on initial insertion, a crack line was noted at the haptic optic junction. Decision to leave lens in place was made and did not appear to affect lens position in the left eye. But at post-operative (op) visit, the iol was slightly decentered. Surgeon attempted a simple reposition which failed, therefore, the decision was made to exchange the iol. The incision was enlarged, however, sutures and a vitrectomy were not required. Vision pre-op 20/40; vision post-explant 20/25 and j1. No other information was provided.

Manufacturer narrative:
Best estimate of date of event is between (B)(6) 2022 and (B)(6) 2022. (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.